Event description:
It was reported that the trigger was broken on the small battery drive device. It was further reported that the battery drive device did not charge the device. The reported event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were confirmed. The assignable root cause was determined to be due to the device being mishandled or dropped. This was further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.